Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: persistent severe pain and discomfort in her right hios, buttocks, groin and thigh, which has increased over time; sensation of misalignment, weakness, decreased range of motion, popping,clicking and difficulty with activities of daily living such as sitting or standing after being seated. Patient is required the use of crutches or a cane to ambulate. The patient could not have known that she was injured by excessive levels of chromium and cobalt until after the date she had her blood drawn and she was advised of the results of said blood work.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.